Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2018) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device #3). Additional supplemental emdrs were submitted to represent the two bard flat meshes (device #1, #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) on (B)(6) 2009 (x2) and bard/davol perfix plug on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient underwent revision surgeries on (B)(6) 2019 and (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral and right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device #1 & #2). Per op notes, ¿a large ventral and small umbilical hernias were identified and reduced. Both hernias were connected, and a bard flat mesh (device #1) was placed using prolene sutures. A direct right inguinal hernia sac was identified and reduced. A bard flat mesh (device #2) was placed using prolene sutures.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia and recurrent right inguinal hernia with groin pain thereby underwent open repair with partial excision of bard flat mesh (device #1), excision of bard flat mesh (device #2) and implant of perfix plug (device #3). Per op notes, ¿periumbilical incision was made. The prior mesh (device #1) was not well incorporated. This portion of mesh was excised. All the adhesions were lysed. The midline hernia defect was identified and repaired with sutures. In right inguinal region, multiple prolene sutures were identified and excised. The adhesions were lysed. The hard and firm prior mesh (device #2) was identified and excised entirely. The ilioinguinal nerve was identified to be displaced and excised towards internal ring. A direct hernia sac was identified and reduced. A perfix plug (device #3) was placed using prolene sutures.¿ (B)(6) 2019 - patient was diagnosed with severe right inguinal pain and scarring from mesh thereby underwent open repair with excision of perfix plug (device #3). Per op notes, ¿the scar was excised. The prior mesh (device #3) was identified and excised entirely. Two nerves and scar tissue were identified and excised and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #3). Additional emdrs were submitted to represent the two bard flat meshes (device #1, #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) on (B)(6) 2009 (x2) and bard/davol perfix plug on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient underwent revision surgeries on (B)(6) 2019 and (B)(6)2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.